Event description:
It was reported that the patient was stable in intensive care unit without bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate 3 left ventricular assist device (lvad), serial number (B)(6) , was unable to confirm a functional issue that could have contributed to an engagement issue. A specific cause for the reported event (easy pump rotation while connected to the mini apical cuff and apical cuff blood leak) could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable fully intact and the white inline connector protector attached. The sealed outflow graft and outflow graft bend relief were not returned. The cuff lock was disengaged prior to the pumps return and the mini apical cuff was returned separately. The device was cleaned, and the cuff lock was reexamined. Visual and microscopic inspection revealed scratching on the body of the motor housing and on the cuff lock latch handle. Examination of the cuff lock found no evidence of defect or damage. The cuff lock slid normally from the lock-out to fully open position without issue. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Visual and microscopic inspection of the cuff lock revealed scratches on the latch handle and pump body. The cuff lock and o-ring were reassembled, and several test apical cuff were attached. The cuff lock engaged with each apical cuff without issue. Rotating the cuffs within the engaged lock found that the connection did not feel loose. The connection was lubricated with a saline solution and reengaging the cuff lock with each test apical cuff became easier to rotate than when they were dry; however, the connection was not loose. Review of manufacturing documentation (which includes measurements, functional testing, and visual inspection of the cuff lock for damage) found no deviations in manufacturing or quality assurance specifications. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 15jun2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after properly connecting the pump to mini cuff, the surgeon found it was easy to rotate the pump on the ring and observed bleeding between the ring and pump. The pump was reconnected but that did not resolve the issue. A new pump was prepared and connected to ring, but bleeding was still noted. The ring was removed and mini cuff was replaced which also did not resolve the issue. The surgeon created a rubber seal over the ring which resolved the event. Related manufacturer report number # 2916596-2021-03847.